Event description:
Event description guidant received information that this implantable lead exhibited elevated pacing impedance (>2000 ohms) and noise on the shock and pacing channels. This noise was sensed by the device, and resulted in the delivery of inappropriate shocks. A guidant technical services (ts) consultant discussed the probability of clavicular crush as the source for the clinical observations, and recommended evaluation. The patient has a separate pacemaker implanted, thus pacing inhibition was not of concern. No additional complications have been reported.